Event description:
It was reported by the rep device was used during a thoracotomy. It was reported the surgeon was using the ets flex stapler on the pulmonary artery. After firing it five times without incident. The surgeon fired it for the sixth time where it cut, but did not staple. There was no consequence to the pt.